Manufacturer narrative:
Pentax model ec38-10m is classified as ife (import for export), therefore 510k is not applicable. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical was made aware of an issue that was observed in the operating room, during use in the apac region where "during a procedure, there was no image" involving pentax model ec38-i10m/serial unknown. There was no report of death, serious injury or other significant/important medical event.